Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and eighteen days post a port placement in the right internal jugular vein, the device allegedly had no blood return. It was further reported that after a chest x-ray was taken, the results showed that the implanted port tube was in the superior vena cava. Additionally, there was a possibility of a kink in the neck. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, one electronic photo was provided for review. The photo shows a catheter attached to a port placed inside a container. A partial break was noted in the catheter. Therefore, the investigation is confirmed for the reported fracture issue. However, the investigation is inconclusive for the reported material separation and suction issues as the provided evidence was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h4, h6 (component, method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and eighteen days post a port placement in the right internal jugular vein, the device allegedly had no blood return. Additionally, there was a possibility of a kink in the neck. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as malfunction. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: g3. H11: b1, b5, h1, h6 (patient). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and eighteen days post a port placement in the right internal jugular vein, the device allegedly had no blood return. Additionally, there was a possibility of a kink in the neck. There was no reported patient injury.